Manufacturer narrative:
The customer indicated that the viscoelastic was not a company product. Both of these viscoelastics are not qualified for use in the company device. The product investigation could not identify a root cause for the reported complaint. It is difficult to make a final determination without evaluation of the physical sample. The information provided by the customer of 'white clouding' and 'traces of something sticking' observed on the center of the lens optic may actually be scraped or torn optic surface damage. Lens damage can appear white under direct lighting conditions. The root cause for the reported complaint may be related to a failure to follow the IFU. The customer indicated that the viscoelastic was not a company product. Neither of these viscoelastics are qualified for use in the company device. The IFU instructs: during device preparation and implantation of the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2021-73496.

Event description:
A physician reported that following implantation of an intraocular lens (iol) white clouding was confirmed in the lens. Additional information was requested and received stating during lens insertion white opacity was observed on center of lens optic. White opacity was not removed by irrigation and aspiration. Following day after the surgery during the exam of slit lamp white opacity was disappeared and traces of something sticking was observed. Visual acuity was good, the fundus is able to be observed, no inflammation was observed.